Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and she could not clear alarm due to the esc and act buttons not responding. She stated that the insulin pump was dropped in the bathtub three days before. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer stated she had upgraded the device and had received the new insulin pump. Customer declined to return the product for analysis.